Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up in (B)(6) 2016 the device showed 2.5 years remaining while in (B)(6) 2017 for a follow up less than .5 years was remaining for longevity. It was noted that automatic capture was on. The impedance values were stable. The device remains implanted with no specific date of explant planned. No adverse patient effects were reported.

Event description:
Additional information noted that the device was subsequently explanted. No additional adverse patient effects were reported.